Manufacturer narrative:
A review of the device history record was performed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed broken electrode wires between the electrode ground ring and fantail region. Photographic imaging inspection confirmed broken electrode wires between the electrode ground ring and fantail region. System lock was verified. The scanning electron microscopy (sem) analysis of the electrode array revealed tensile breaks of some electrodes between the electrode ground ring and fantail region. The device passed the mechanical tests performed. Sem inspection revealed broken wires near the electrode ground ring and fantail region. It is believed that the breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound. Device testing revealed abnormal results. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient reportedly experienced open electrodes. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.